Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil would not detach. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was returned with the implant coil still attached to the pusher assembly. It was evaluated and the implant coil detached normally with an in-house instant detacher. (B)(4).